Event description:
It was reported that a patient incident occurred with an erbe erbotom icc 350 electrosurgical unit (esu/generator) during an unknown procedure. No information was provided regarding any accessories used or the esu settings employed during the incident. Per the account, the patient suffered a burn during the operation. Further details regarding the location, size, exact appearance, severity of the burn were not communicated. No information was provided regarding the type of treatment or the subsequent course of action to remedy the issue.

Manufacturer narrative:
The involved electrosurgical unit (esu/generator) was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications, and all features were/are functioning properly. An evaluation of the chronological data and the device history record (DHR) of the involved esu could not be performed due to the age of the unit. Based on the available information, no erbe equipment problem was found that would have caused or contributed to the incident.